Manufacturer narrative:
Batch review performed on 30 march 2021. Lot 1908768: (B)(4) items manufactured and released on 07-nov-2019. Expiration date: 2024-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability due to laxity and the cause of the laxity is unknown. The surgeon revised the 10 mm insert with a 12 mm one 9 months after primary to give the patient more stability. The surgery was completed successfully.